Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gynecologic laparoscope had an image loss and flickering issue. The issue was found during a reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. Corrected fields: e1, e3. The device was returned to olympus for inspection, and the reported failure image loss was confirmed, and image flickering was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damaged fiber bonding in the outer tube area. A root cause could not be identified. Based on the results of the investigation, no image occurred due to broken video cable. The most probable cause for the malfunction is traced to component failure. The most probable cause for image flickering could not be identified. The most probable cause for damaged fiber bonding is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.